Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported before patient use that leakage of the drug solution occurred. There was no patient involvement/no adverse event reported. The leakage that could result in exposure of the patient and/or clinician to blood or drug fluids.